Manufacturer narrative:
(B)(4). The device was returned for analysis; however, it was inadvertently discarded at the manufacturing facility prior to evaluation. During the use of the starclose se device, the user reported that the thumb advancer could not be advanced to complete sheath splitting, resulting in the inability to deploy the clip. This observation may indicate sheath carving or garage block displacement, both of which would lead to the inability to deploy the clip. The causes of these failures could be influenced by, but are not limited to manufacturing, user technique and/or anatomical conditions. Sheath carving is the result of a failure to maintain the alignment of the clip delivery components, the flex guide, vessel locator and clip delivery tubeset, while the thumb advancer is distally deployed. This results in the distal end of the clip delivery tube cutting into the flex-guides outer nylon material, creating a condition where high force is required to further deploy the thumb advancer and/or prevent thumb advancement. Garage tube/block displacement is a condition where the garage tube/block assembly displaces proximally against the pusher tube/block assembly during the deployment of the thumb advancer; thereby, creating a condition where high force is required to further distally deploy the thumb advancer and/or prevent the completion of thumb advancement, resulting in observation of incomplete sheath splitting. A tight tissue tract can influence maintaining the optimal device angle and can cause radial force constriction on the sheath and delivery tubeset causing the user to apply greater force during thumb advancement. The higher force used to advance the thumb advancer could potentially displace the garage block that could prevent thumb advancement and sheath split completion. In addition to visual inspections during manufacturing, a sample of the lot is destructively tested as part of lot release acceptance to assure lot manufacturing quality, which includes functional testing. Review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there is no indication of a lot quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Date of event: the facility reporter indicated the index procedure occurred -during last month- from the date it was reported to the manufacturer representative. The date of (B)(6) 2011 is being used as estimated date.

Event description:
It was reported that a physician attempted arteriotomy closure of the common femoral artery using a starclose se device after an unspecified procedure. Reportedly, step 3 (advancement of the thumb advancer and sheath splitting) was not possible. The clip was not fired. The device was unable to be retrieved and the safety release button was depressed. Hemostasis was achieved using manual arterial compression. There were no adverse patient effects. The physician is trained in the use of the starclose se device. Though requested, no additional information was provided.